Event description:
It was reported that the ilet pump¿s cartridge connector fractured during use, with the connector breaking inside the pump and the rim separating, leaving plastic fragments lodged and preventing disconnection or removal of the cartridge, consistent with a connector/coupler issue and a failure to disconnect. No injury, clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a mechanical problem localized to the connector/coupler that prevented unlocking and removal, consistent with a failure to disconnect. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.